Manufacturer narrative:
The catalog number and lot code were not provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
During the left hip revision, when surgeon finished trialing the restoration modular stem, the surgeon could not get the trial body off of the stem so surgeon removed and implanted a new stem construct which resulted in a 20 minute delay in surgery.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding seizing involving an unknown restoration trial was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During the left hip revision, when surgeon finished trialing the restoration modular stem, the surgeon could not get the trial body off of the stem so surgeon removed and implanted a new stem construct which resulted in a 20 minute delay in surgery.